Event description:
It was reported that the pt has been experiencing hearing difficulties with his implant. Testing carried out confirmed that the device is malfunctioning intermittently.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.